Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0019720 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on november 8, 2020, the nurse gave intravenous indwelling needles to the patient. During the sensitivity test, everything was normal and the sensitivity test was negative. After 20 minutes, the indwelling needle was connected to high-pressure injection cylinder for administration.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2020, the nurse gave intravenous indwelling needles to the patient. During the sensitivity test, everything was normal and the sensitivity test was negative. After 20 minutes, the indwelling needle was connected to high-pressure injection cylinder for administration.